Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm due to a bent cannula. The customer's blood glucose (bg) level was 400 mg/dl with a high level of ketones. The customer drank water and administered a injection of insulin to address the ketones and bg levels.